Event description:
A (B)(6) male pt contacted zoll customer support to report numerous "check therapy pad" messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (numerous check therapy pad messages) has been confirmed. The cause of the numerous alarms is due to a broken internal cable wire connecting ECG a to ECG b. The cause of the broken cable wire cannot be positively identified but is likely due to mechanical stress. The root cause of the mechanical stress cannot be positively identified. No adverse event resulted from the damaged wire. The pt received a replacement electrode belt.